Event description:
It was reported that the patient presented for routine follow up with mild pain. Upon x-ray it was noted that the patient had r medial malleolus fracture. The patient underwent an open reduction and internal fixation of the right medial malleolus fracture. Additionally, it was reported; the procedure was extended however the length of the extension is unknown.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The complaint couldn't be confirmed, since the device was not returned for evaluation and no other evidences were provided. Medical profession reviewed the received information and noted: please note that I didn¿t have any medical imaging at hand to assess. Please note that this is not a revision surgery, but a surgery adjacent to the implant through a new surgical approach at the tip of the medial malleolus. The role of the implant in relation to this medial malleolar fracture cannot be assessed without an x-ray. When looking through the information received, no irregularities can be found in relation to any implant. The surgeon stated that the implant looked well fixed on the intra-operative x-rays (image intensifier). When looking through the information received, so far, no irregularities are described by the treating surgeon. A proper assesses can only be made with x-rays. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient presented for routine follow up with mild pain. Upon x-ray it was noted that the patient had r medial malleolus fracture. The patient underwent an open reduction and internal fixation of the right medial malleolus fracture. Additionally, it was reported; the procedure was extended however the length of the extension is unknown.